Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no plan to treat the patient's valve, and the patient will be monitored.

Event description:
It was reported that immediately following initial implant of a transcatheter aortic valve into a previously implanted surgical valve, trace aortic valve paravalvular leak (pvl) was noted. 7 years and 7 months following the implant of the transcatheter aortic valve, moderate aortic valve regurgitation was identified as well as severe mitral valve regurgitation via computed tomography (CT).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that immediately following initial implant of a transcatheter aortic valve into a previously implanted surgical valve, trace aortic valve paravalvular leak (pvl) was noted. 7 years and 7 months following the implant of the transcatheter aortic valve, moderate aortic valve regurgitation was identified as well as severe mitral valve regurgitation via computed tomography (CT) scan. Additional information was received to clarify that the moderate aortic regurgitation was central regurgitation. The moderate central aortic regurgitation and severe mitral valve regurgitation were identified via echocardiogram. Per the physician, the transcatheter aortic valve did not cause or contribute to the severe mitral regurgitation.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.